Event description:
A nurse reported that the customer was hospitalized for dka. It was indicated that the customer had nausea. Troubleshooting was performed. The pump passed the functional testing. Advised the nurse of two high bg rule. Also instructed the nurse once the customer's bgs come down to reconnect the pump and monitor pump and bgs. A day later the customer's spouse called for assistance in changing the basal rate.